Event description:
Atrial events appear to be falling in blanking/refractory at times possibly trigeerlne at/af device classified termination of at/af event in progress. Occasional under sensed beats noted, not affecting detection or termination." Lead manufactured by boston scientific. Case: (B)(4)/ (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).